Event description:
It was reported during a preventative maintenance (pm) performed by a getinge service territory manager (stm) that the cs300 intra-aortic balloon pump (iabp) had an autofill error. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the volume cylinder which corrected the autofill failures. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported during a preventative maintenance (pm) performed by a getinge service territory manager (stm) that the cs300 intra-aortic balloon pump (iabp) had an autofill error. There was no patient involvement; thus no adverse event was reported.